Event description:
Patient's mother reported, patient is sick and "his sugars are sky high". Mother reported hyperglycemia started in 2009 because infusion set popped out of skin. Mother stated, she does not know how this happened. Mother reported this occurred in the morning and his blood glucose rose to "hi". Mother reported, she changed the infusion site and gave patient an insulin injection. She stated patient's blood glucose has been in the range of 200-400 mg/dl today. Patient's target blood glucose is 90-130 mg/dl. Mother reported, no errors or alerts have been received. She states infusion device has been dropped and splashed with water. Mother states, patient is not responding to injections, which is key indication that he is sick. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.